Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an egd (esophagogastroduodenoscopy) with esophageal biopsy procedure. According to the complainant, during the procedure biopsies were taken in the gastric body, stomach, and middle third of the esophagus. The procedure was able to be completed with this device. However, the physician reported that the biopsy forceps had taken large bites which led to excessive bleeding at the ge junction. The bleed site was flushed and the flow of blood slowed. No other medical intervention was performed at that time. At the time of this procedure, the patient was on aspirin and blood thinners. Additionally, the account reported that the device was inspected/tested prior to use and no anomalies were noted. After being discharged, the patient felt weak and returned to the hospital. Upon examination, the patient was found to be actively bleeding from the ge junction biopsy site. The patient was administered 5 units of blood, coagulant medications and hospitalized. The name of the coagulant medication is not known. The patient was hospitalized four to five days, but has since been released. Additionally, the patient's current condition was reported as being well.